Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product is identified. For the 2 reported malfunction, 2 lot number were provided, and lot history reviews were performed. The 2 samples were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported malfunction indicated that model cre14s recanalization catheter experienced material separation, device-device incompatibility and material twisted. This report was received from various sources. This malfunction involved 2 patients with no patient consequences. One of the patients was a male. Age, weight, and gender was not provided for the other patient.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product code for the crosser cto recanalization catheter product was identified in d2. For the two reported malfunctions, two lot numbers were provided, and lot history reviews were performed. Out of the reported two malfunctions, two devices were returned for evaluation. One malfunction confirmed for material separation and was inconclusive for material twisting and device-device incompatibility. The other malfunction confirmed for material separation and device-device incompatibility. A definitive root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported malfunction indicated that model cre14s recanalization catheter experienced material separation and device-device incompatibility. This report was received from various sources. This malfunction involved two patients with no patient consequences. One of the patients was a male. Age, weight, and gender was not provided for the other patient.